Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter were unknown. No information has been provided to date.

Event description:
It was reported that the pump exhibited high pressure alarms during testing. No patient injury or involvement was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found contaminated of fluid. Functional testing found the problem was not duplicated during the investigation. Found signs of fluid ingression on downstream occlusion sensor by the chassis base which probable causes the issue. Downstream sensor will be replaced. The root cause of the reported issue was found to be user induced, contaminated of fluid ingression. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: model num 6400. H4: device manufacturing date.